Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wire got broken. There was no injury and no tissue was held in between. There were no delays as a backup instrument was ready in the room. The instrument had 3 lives left. The procedure was completed successfully with no reported injury.